Event description:
Several radiometer abl 800 flex analyzers purchased for blood gas testing in a high-volume laboratory have had intractable performance errors for whole blood lactate testing, and with the reference membranes that are sold for the analyzers. The lactate testing is performed with an electrode that is housed in a liquid-filled membrane, and since the installation of these analyzers in july 2024 the electrodes have been replaced repeatedly when they should last roughly a year. The accompanying membranes should be replaced roughly every 21 days and being replaced every three days. These replacements occur due to "measurement unstable" errors. The reference electrode interacts with the ph and electrolyte electrodes to produce results. In september 2021, this hospital reported to the manufacturer that quality control material was leaking into the membrane fluid, staining it pink and causing poor results resulting in early replacement of membranes. When the older analyzers were replaced with new ones in july 2024, this issue continues and has escalated to the membrane fluid leaking out the top of the electrode jacket and crystalizing in the membrane well. Both issues cause concern about the results being reported as well as the quality of the analyzer. Both issues have been well documented with the manufacturer (radiometer), but to date no resolution has been proposed. In the case of the reference membranes, it has been over three years since being reported. Ref report: mw5164240.